Event description:
Healthcare professional (hcp) reports a fiber leak in the first hour of treatment which was confirmed by hemastix. The leak occurred in the 8th reuse of this dialyzer. The estimated blood loss was approx 100 cc. The treatment was continued with new disposables without incident. No pt injury or medical intervention reported.